Event description:
The customer reported that her insulin pump alarmed and insulin squirted out during the manual prime process. The caller also mentioned that the device was stuck in the rewind loop. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device, and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Prime alarm occurred during the basic occlusion test due to a protruded/loose drive support disk. The insulin pump was also received in with a scratched lcd window, cracked case, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker and a broken belt clip slot.